Event description:
Blood noted on floor during treatment. A leak was identified in the arterial line near the connection to the dialyzer. A new system was set up, and the treatment resumed. Ebl 120 cc's. Pt condition "ok" as per don of facility.